Event description:
It was reported that low out of range impedances were measured on bipole pairs and an elective replacement indicator (eri) message displayed. The impedance values varied between 93 and 124 ohms for electrodes 0-3. At the time of this report the patient was meeting with their healthcare professional for a standard six month check. The implantable neurostimulator (ins) was turned on and the patient had no change in therapy. When the hcp interrogated the ins the battery voltage was displayed as 2.8v. The clinician programmer started ¿acting weird, displayed a call your manufacturing representative message, and turned off.¿ the hcp re-interrogated the ins with a different clinician programmer and a battery voltage of 2.41v was displayed. The ins battery depletion was premature as the battery was implanted six months prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0ery5, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Additional information received reported the first clinician programmer used was not sent to repair, the card was changed out and everything was working as designed. The manufacturing representative was not aware of the device being explanted or replaced yet. The patient was in continuous mode. X-rays of the system were done and found no issues; the date of the x-rays was unknown. The patient was getting therapy as far as the manufacturing representative was aware.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0ery5, implanted: (B)(6) 2014, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient was doing well. The battery replacement was done and the patient was assuming good therapy. She was not having any problems and no x-rays were taken. There was no lead fracture and everyone was happy.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0ery5, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 8840, serial # unknown, product type programmer, physician.